Event description:
Customer reported seeing 2 cases where ckmb and troponin I (tni) were elevated on triage cardiac panel, but lab results were negative. Within the last 2 weeks, customer has had 2 pts where the ckmb and tni results were elevated. Physician questioned the results and the samples were sent to the lab to be run on the lxi. The results were negative in the lab. No treatment was performed on the pt because, doctor felt that results did not match clinical picture.

Manufacturer narrative:
Investigation pending.